Event description:
It was reported that three copilot bleedback control valves (bbcv) from the same lot were observed leaking during the optical coherence tomography (oct) diagnosis before the percutaneous coronary intervention (pci) procedure. Reportedly, there was leakage of blood around the seal of the copilots bbcv. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: there were 62 unused copilots returned from this lot. A sample acceptance test was done and all units passed with no abnormalities. There is no indication of a lot specific product deficiency.

Manufacturer narrative:
(B)(4). The two additional copilot bleedback control valves (bbcv) referenced are being filed under separate medwatch reports. The complaint device was returned and the reported issue was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, (B)(4) unused copilots were returned from this lot. A sample acceptance test was done and all units passed with no abnormalities. There is no indication of a lot specific product deficiency.